Event description:
It was reported that during a coronary artery stenting procedure, a stent damage occurred. The lesion being treated is unknown. The physician was attempting to place a taxus liberte 3.0 x 16 stent. When it was removed, it was observed that the stent had flared inside the patient's body. The procedure was completed with another of the same device. There were no complications and the patient condition is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).